Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the e-stop switch on the ssc to correct the reported problem. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted partial nephrectomy surgical procedure using a dual surgeon side console (ssc), the clinical sales representative (csr) contacted the technical support engineer (tse) and reported repeated recoverable fault 31055 on ssc2. The report indicated that the "system was not in use" at the time of the issue. They tried restarting the system. Tse confirmed that the error fault was on the ssc2 e-stop switch fault. The tse suggested to disconnect the suspected ssc2 and use the system as single ssc setup. The planned procedure was continued using ssc1 with no further reported issues. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the issue occurred post anesthesia and surgical port placement. There was no reported injury/harm to the patient. The procedure was completed.